Event description:
The customer reported that in 2009, at an unspecified time in the morning, the pt was cannulated. Later on the same morning at 10:00 am, an air leak was confirmed. The tracheostomy tube was removed, and the pt was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.